Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pacemaker dependent patient presented to the emergency room with diaphragmatic stimulation. Upon interrogation, it was observed the right ventricular lead was stimulating both the ventricle and the diaphragm. An echo was completed to confirm no lead perforation was present. A re-positioning procedure took place on (B)(6) 2020, and the procedure was completed successfully. There were no patient consequences.